Event description:
It was reported that the pump was alarming 'no disposable, clamp tubing.' Reporter instructed patient to silence the alarm, but the double beep was still present. Per reporter, the clamp was closed and cassette removed, green tab depressed and tubing massaged to disperse air bubbles. The cassette was reattached, clamp opened, but alarm persisted. Troubleshooting was repeated but was not successful. The patient was redirected tot heir healthcare provider. Troubleshooting was attempted a 3rd time but was not successful. Infusion was not able to be restarted. No patient harm/adverse event reported. Reservoir volume was 37.4 ml. Given was 62.6 ml.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.